Manufacturer narrative:
Findings: unit passed the self-test, unexpected restart error test, displacement test, rewind, prime test, off no power test and excessive no delivery test. All operating currents are within specification. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform basic occlusion and occlusion test due to completely broken off reservoir tube lip. All operating currents are within specification. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 372 mg/dl. The customer stated that there is a cracked on reservoir compartment. Customer insulin pump has been dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.